Manufacturer narrative:
Blower and cooling fan replaced as a precaution.

Manufacturer narrative:
Replaced blower was returned to fi lab and tested, but no failures were identified. Field service engineer (fse) had to replace blower and blower motor controller to address reported issue of error codes 4022 and 5001. Replaced parts were returned to fi lab and tested, but no failures were identified. The device is used for treatment. The device was in use, and there is a relationship of the device to the reported event.

Event description:
Gas supplies lost: safety valve open occurrence. The customer reported the device was in use on a pt and there was no pt harm. The occurrence was not duplicated during service by the manufacturers field service engineer. The cooling fan and blower were replaced as a precaution.